Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The stent dislodgement was confirmed. The failure to advance/cross could not be replicated in a testing environment as it was based on operational circumstances. The resistance with the guiding catheter during withdrawal could not be tested due to the condition of the device. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the target area was located in the proximal to mid left anterior descending artery (lad) with heavy calcification, mild tortuosity and 90% stenosis. Rotoblation was performed, then a non-abbott guide wire was advanced to the lad and another non-abbott guide wire was advanced to the 1st diagonal artery (diag). A 2.25 x 15 mm non-compliant non-abbott balloon was inflated to 18 atmospheres (atm) for pre-dilatation. A xience prime 2.5 x 23 mm stent was advanced, without resistance, to the mid lad and implanted. A xience prime 2.75 x 38 mm stent was advanced to the proximal lad; however it would not cross the lesion. Therefore, the xience prime 2.75 x 38 mm was retracted. During retraction, resistance was met with the guiding catheter and the devices were removed from the patient as one unit. Upon retraction of the devices outside of the patient anatomy, it was noted that the stent had dislodged and the dislodged stent was located inside the guiding catheter. The same guiding catheter and the same guide wires were advanced to the lesion and another xience prime 2.75 x 38 mm stent was advanced and implanted. There was no adverse patient effect and no reported clinically significant delay in the procedure. The physician suggested the possibility that the stent may have become entangled in a guide wire and resulted in the dislodgement. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue, runthrough hypercoat; guide cath: mach1 7fr cls 3.5; stent: xience prime 2.5 x 23 mm. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.